Event description:
It was reported, while using the versajet handpiece, the device did not have accurate stream delivery which resulted in a 2 hour delay of the procedure while the patient was anesthetized.